Event description:
It was reported that the seat broke on the (B)(4) shower commode and end user fell through the seat and was stuck. End user had to call 911 to get help. End user also reported both left and right wheel locks need tightened but have not failed and are not defective.